Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation, our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer stated that the cannula failed to connect to the air flow inlet. Conclusion: without the complaint device we are unable to determine conclusively the cause of the reported event. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken and pull tested to check glue joint strength at the cannula/tube joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used.

Event description:
A healthcare facility in france reported to a fisher & paykel healthcare (f&p) representative that the opt316 nasal cannula failed to connect to the air flow inlet. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the customer related to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (f&p) representative that the opt316 nasal cannula failed to connect to the air flow inlet. There was no patient involvement.